Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. The device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was stuck in the storage chamber and override by the push rod was observed. The reported claim was verified. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that both lenses came out halfway and the surgeon could not then advance them into the patient's eye. Reportedly, it would not screw out any further. There was no patient injury.